Event description:
On (B)(6) 2011, pt reported the up and down buttons on her infusion device are not responding. Pt stated, she noticed this a few weeks ago when she would attempt to program a bolus. Pt reported, the issue doesn't occur every time she attempts to bolus. Pt stated the buttons seem sluggish and will eventually pop up, but they do not feel the same. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.